Manufacturer narrative:
(B)(4). No pt involvement was reported. The complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was displaying a red x and beeping, there was a pacer equipment malfunction error, and a pads cable failure was not noted.